Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed as the vial contained the incorrect amount of liquid. A visual inspection was conducted and the product was returned opened and not in its original packaging. The vial which should contain the liquid is was returned empty and no damage to the glass could be found. Crystallization could be seen on the inside of the vial. The vial which contains the power was empty but did contain some powder residue. The vial lids could not be removed which suggests that some of the liquid that was in the vial had gotten on the threads of the vial and was exposed to air, causing the liquid to solidify and the lid to be stuck. Upon inspection, liquid damage can be seen on the label that is on the vial. The DHR for this product was reviewed, no non-conformances were found. There are no indications of manufacturing defects. For the 2g otomimix (part #7014-3266) in the previous one year (from the notification date) involving the product not mixing properly, there is a complaint rate of 0.089%, which is no greater than the occurrence listed in the application fmea. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for investigation and no photos were provided. For these reasons, no functional testing or inspections could be conducted. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) number: (B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon mixing the product, it did not have the correct consistency. The packaging was opened in sterile fashion by the scrub nurse. The scrub nurse then passed it to the surgical scrub team to prepare the bone filler; the scrub nurse had not opened the jar. The liquid jar was opened in normal fashion and crystallization was noted around the rim of the jar. The surgical scrub team attempted to mix the powder with the liquid and it did not seem to have enough liquid. The bone filler did not have the correct consistency and was unable to be used. Alternative product was opened since they did not have the same product for replacement. This caused a delay of approximately thirty minutes. No adverse events have been reported as a result of the malfunction.